Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/ non-emergency treatment and was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray delivery was blocked. Review of the log files confirmed the reported malfunction with the hardware. The issue persisted after the restart. The fse performed the system troubleshooting and identified that a connector leak was caused by the snagged cable. The fse restored the connections to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray exposure was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.